Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg and resumed insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, but the low bg issue could not be verified.